Event description:
On 3/11/98 pt presented to the emergency room via ems, bleeding. Efforts to resuscitate were unsuccessful. Tesio catheter was separated. Wife went home, brought portion of catheter back to hosp that she "found in bed".